Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement test. No low battery alert and no unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that they had and the pump had replace battery now alarm. The customer¿s blood glucose level was unknown. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that they did not receive a low battery alert prior to the off no power alert and inserted new battery and they got low battery. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.